Manufacturer narrative:
Device investigation summary ¿ four (4) devices were received with cosmetic damage. The connecting screws have scratches and marks consistent with use, but they are functionally undamaged. The threads are undamaged and worked as designed during the functional tests performed at the complaint handling unit (chu). The insertion handle was also scratched, stained, and worn. The alignment knob that fits into the nails was slightly gouged, but it still functioned as designed. There was no other observable functional damage or issues found with all the devices. The complaint condition could not be replicated. The cause of the complaint condition could not be determined. This complaint is unconfirmed. Device drawings were reviewed and no issues or discrepancies were found. Devices were functionally tested with a lateral entry femoral nail (part # 04.003.376 / lot # 4945781) that was available at the chu. There were no issues encountered during the functional test, and each returned device functioned as intended/designed. No issue was found with the returned devices, and the exact cause of the complaint condition could not be determined. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted or explanted. Subject device has been received; no conclusion could be drawn as the device is entering the complaint system. Device history review: release to warehouse date: august 29, 2005. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a tibula nail ex procedure on (B)(6) 2015. The surgeon attempted to insert the insertion handle onto the nail, but it did not seem to seat correctly. Then, while inserting the first connecting screw, the screw began to cross-thread and would not progress forward. A second screw was also inserted into the handle and would not progress either. At that point, the surgeon looked at the handle and noticed that it appeared to be bent/damaged. Additionally, the pang was not fully mating with the nail. A third screw was successfully inserted, but was difficult to remove from the back-up handle. Upon removal, that third screw appeared to be slightly cross-threaded from the back-up handle. A ten (10) to fifteen (15) minute surgical delay was noted, but no fragments were generated. The procedure was completed successfully. This report is 2 of 5 for (B)(4).